Event description:
Consumer had been using the ibd proxabrush and she noticed over time that the bristle heads did not have the same strength. When she was cleaning her teeth, the bristle head would sometimes snap off and the wire also dislodged in her oral cavity.